Event description:
It was reported that this brady lead was not successfully implanted due to insulation issue. A new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.